Event description:
Leaks in reservoir. States her blood glucose was high, so she checked her tubing and reservoir. She smelled insulin and found that it was leaking from the reservoir near the luer connection. She has now changed the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.